Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt and inferior vena cava (ivc) perforation. The patient reported becoming aware of the events approximately ten years and eleven months post implant. The patient also reports shortness of breath and chest pain when performing household chores such as gardening, bathing and vacuuming, in addition to anxiety related to the filter. According to the intraoperative nursing record, the cordis ivc filter was placed via the right internal jugular vein. The indication for the filter placement and patient¿s medical history has not provided. Approximately ten years and eleven months post implant, the patient underwent a computerized tomography (CT) scan indicated for an unspecified injury of the inferior vena cava. The scan reported an ivc filter in the infrarenal ivc. The superior margin of the filter projects approximately 1.5 cm inferior to the right renal vein. Minimal lateral tilt and evidence suggesting the lateral arms external to the wall of the ivc and a left posterior arm external to the ivc. No evidence of strut fracture. Incidental findings included atelectasis and small gallstones. The impression also noted previous bowel surgery, previous spinal fusion an aortobi-iliac graft and periumbilical eventration. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without images available for review the reported events could not be confirmed or further clarified. Due to the nature of the complaint, the reported chest pain and shortness of breath experienced by the patient could not be confirmed and the exact cause could not be determined. These events and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter tilt and inferior vena cava (ivc) perforation. According to the intraoperative nursing record, the cordis ivc filter was placed via the right internal jugular vein. Per the medical records provided, about ten years and eleven months after the filter was implanted, the patient underwent a computerized tomography (CT) scan indicated for an unspecified injury of the inferior vena cava. The scan reported an inferior vena cava (ivc) filter in the infra renal ivc. The superior margin of the filter projects approximately 1.5 cm inferior to the right renal vein. Minimal lateral tilt and evidence suggesting the lateral arms external to the wall of the ivc and a left posterior arm external to the ivc. No evidence of strut fracture. Incidental findings included atelectasis and small gallstones. The impression also noted previous bowel surgery, previous spinal fusion an aortobi-iliac graft and periumbilical eventration. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc and tilting of the filter. The patient became aware of these events approximately ten years and eleven months after the filter implantation, and reports suffering from shortness of breath and chest pain when performing household chores such as gardening, bathing and vacuuming, and further experienced anxiety related to the filter.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and was associated with perforation of the inferior vena cava (ivc). The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter tilt and inferior vena cava (ivc) perforation.